Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer reported that no repair/evaluation of the iabp was to be done. The facility was purchasing all new iabps and this one would be taken out of service.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped inflating and deflating and generated fault code #57. No patient harm or adverse event was reported.

Manufacturer narrative:
Corrected: (device code) to add "device displays error message".

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped inflating and deflating and generated fault code #57. No patient harm or adverse event was reported.